Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer resumed insulin delivery and completed the bolus. During the day, the customer's pump had stopped insulin delivery a few times and the resume insulin alarm sounded. Tandem customer technical support (cts) reviewed the pump history and an alarm 22 was found to have occurred. The customer indicated that the pump was being worn in a different manner and that this was likely the cause of the button being pushed and the alarm. The customer's blood glucose (bg) level was 252 mg/dl and after the alarm 22, the customer resumed insulin delivery to address the bg level. The bg level had lowered to 215 mg/dl at the time cts was contacted.